Event description:
Event reported per call by insurance claims adjuster stating that the pt had the device removed due to infection - event also reported per the annual device tracking report. Repeated requests for add'l info about this event have been unanswered. No date of onset for the infection or outcome for this event are known. A supplemental medwatch report will be filed if add'l info becomes available.